Event description:
It was reported the rigid endoscope telescope exhibited a blurry image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation provided by a third party facility, the reported issue was the result of broken objective and rod lenses. The cause for the findings is very likely excessive force by the customer. This issue is addressed in the instructions for use (IFU): - check that the product has: no lens damages or cover glass damages. - do not use excessive force when attaching and removing the telescope to the protective tube. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.